Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was recharging her implantable neurostimulator (ins); the controller (ctm) was at 60% and the ins was at 40%. The ins was on and then all of a sudden, the patient could not feel the stimulation in her back. The patient said she was on group b, program 1, but she was not feeling the stimulation, even when she increased the amplitude. It was then mentioned that at the very beginning of having the ins implanted, the patient was on group a and felt the stim. But when they changed to group b, they felt stim for a few minutes but then it just quit. When the stimulator was turned on after charging for 1.5 hours, the patient felt the stim on group b for about three minutes, and then nothing, even though the stimulation was still on. At the time of the call, the patient changed to group a at 3.5 v and then she was able to feel stimulation again. There were no further complications reported or anticipated.